Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) after confirming and reproducing the error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed and failure analysis was able to reproduce the customer reported complaint during power up.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the arm kept disabling. Prior to calling, the customer had hard power cycled the surgeon side console (ssc) with no change. The system had error 1 on the left master tool manipulator (mtm) of the surgeon side console (ssc). The intuitive surgical, inc. (Isi) technical support engineer (tse) suggested to swap out the ssc. The customer then called back and stated this system was a dual console system but it was not connected to the system at that time and the site was asking if the software on this ssc would be compatible with the system. The tse informed the customer that the ssc should be compatible as all the other carts had the same system software version. The procedure outcome was unknown at the time of this report. There was no reported injury.